Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 31 mg/dl at the time of the event. The customer stated that an issue with the infusion set caused the event. The customer's doctor diagnosed the customer as having a virus as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.